Manufacturer narrative:
The customer called in to report their issue. After hearing of the failure, olympus personnel advised against further use of the device. An olympus technician was sent on site to review and repair the subject device. During the device evaluation, the light projector and internal fan were both cleaned. The xenon lamp installed in the subject device was reading at over 500+ hours and was replaced. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting error code e103 during an unspecified procedure. According to the initial reporter, the procedure was completed using a replacement lamp without any patient harm noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the lamp could not be turned on due to the failure of the built-in fan and the life of the xenon lamp, resulting in a e103 failure. It was stated that e103 error code indicates that the clv-lamp failed to light, and it occurs when the main lamp cannot be lighted. The technician repaired the machine at the site. It was found that the lamp lighting time had reached 500 hours, hence, the built-in fan and the xenon lamp were replaced, and the aircraft was cleaned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.